Event description:
It was reported that during the implant procedure the lead helix would not come out of the lead after 30 turns. The lead was removed from the patient and the helix finally came out after 60 turns. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix was slightly bent(this could contribute to extension issue) but operates within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.